Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient was experiencing a shocking sensation, however it is possibly unrelated to the device/therapy per rep. They reported there was no device issue, patient/therapy issue, procedure issue, etc. The patient felt normal tingling sensations from the device being turned on and off. The cause of the shocking was due to them turning the device on and off. Settings were changed for actions/interventions taken and the issue has been resolved. This was confirmed by the physician. No further complications were reported or anticipated with this event.